Manufacturer narrative:
It is confirmed that the file is not reportable after investigations though it was initially stated as reportable based on the reported issues. Additional information: imdrf annex a, b gird and manufacturer narrative(chr, DHR and shr). Omit: a0401 - break (1069). A review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 25nov2015. The review was performed from the date of manufacture to the present date 22jul2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device had issues in power cord, battery and pole bracket . There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the device had power cord, battery, pole bracket issues. There was no patient involvement.